Event description:
The customer contacted the siemens customer care center (ccc) and stated that ion selective electrode (ise) results on their advia 1800 instrument would be high after inactivity, then decrease when repeated on the same instrument. No discordant patient results were reported to the physician(s). The customer provided an example in which the sodium and chloride results were clinically discordant. There are no reports of patient intervention or adverse health consequences due to the discordant ise results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist advised the customer to condition new electrodes and then replace all of the electrodes. A siemens customer service engineer (cse) was then dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode (ise) tubing and valve. The cse then calibrated the instrument and ran quality controls, which resulted within range. The cause of the discordant ise results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.